Event description:
It was reported that after a successfully davinci si lobectomy procedure, it was noted that 'black coating torn up at distal end' on the thoracic grasper instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that main insulation tube appeared to have scratches and gouge marks. Evidence not conclusive, but damage was likely due to excess force during contact with cannula. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.